Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, but the cartridge alarm recurred, preventing the successful resumption of insulin therapy. The customer has already received a pump replacement and is awaiting pump supplies. As a precaution, the customer was advised to use insulin pens as a backup therapy.